Event description:
It was reported "the patient was diagnosed with t lymphoblastic lymphoma in another hospital. The first hospital stay in our hospital was (B)(6) 2022. On the 20th, he was given a PICC catheter as prescribed by the doctor. The process was smooth, and the PICC pipe inspection was normal. On (B)(6) 2022, the nurse infused the infusion in the morning. When the tube was connected, the extension tube of the PICC fitting was found, and the injection was bulging. The new fitting was replaced immediately, and the infusion was completed without any abnormality."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4036 showed no other similar product complaint(s) from this lot number.